Event description:
It was reported that the patient presented for post procedure checkup. Upon review, a chest x-ray was performed and it was discovered that the right atrial lead was dislodged. The lead was explanted and replaced. The patient was in stable condition.